Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with dryness and transient light sensitivity syndrome (tlss) in both eyes at one month post treatment. The topical steroid dosage was increased. It was stated that the patient experienced no loss of best corrected visual acuity (bcva). The patient complained of dryness and light sensitivity. Bcva: right eye pre-op 20/20, left eye pre-op 20/20, on (B)(6) 2015, account reported that patient was using restasis as of (B)(6) 2014 and still notes some halos at night. Dryness has not effected daily activities. No information if light sensitivity has resolved.